Manufacturer narrative:
The facility indicated the head end of the bed was soaked with water and damaged the logic board and test port. The facility replaced the logic board and test port to repair the bed.

Event description:
Information received indicates, the bed has no head hi/low up function and when the bed up function is pressed, the bed will run down.